Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The procedure was a diagnostic colonoscopy, which was completed with the device. The substance was removed by sterile water flush and suction.

Event description:
It was reported that during an unspecified procedure, a white powdery substance came out of the colonovideoscope and fell into the patient when the forceps was put down the channel. When the customer saw debris coming out of the scope while in the patient, the customer swapped out the scopes, delaying the procedure. The customer reported that the forceps did not have any powder on them initially. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.